Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Patient reported experiencing elevated blood glucose levels of 400 mg/dl when the cartridge was nearly empty at 42 units of insulin for 2-3 weeks. Patient stated when she removed the infusion set and gave a bolus, no insulin flows out of the infusion set. Patient reported the pump does not show an e4 (occlusion) error message. No adverse event reported. Requested return of the alleged pump for evaluation.